Event description:
Caller reported blood glucose results of 23 mmol/l on mobile system, 11.1 mmol/l on aviva nano system within 10 minutes. No adverse event was reported. Strips will not be returned.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is for the mobile system and case with patient identifier (B)(6) is for the nano system. Strips not returned.